Manufacturer narrative:
The instrument was returned and evaluated. Per the reported complaint failure analyses observed severe scraping on the outer diameter of the main tube. This site has previously returned bent cannulas which were the likely cause of scraping.

Event description:
It was reported that the shaft of the pk dissecting forceps instrument began splintering. It was also reported that no components had fallen off into a pt. No add'l info has been provided. No pt harm, adverse outcome, or injury was reported.